Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01399. Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was having an allergic reaction around the implants at tooth locations #21 and #28. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive he reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1257207. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1257207 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and material selection. Therefore, based on the available information, device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.